Event description:
Reporter says that his medtronic medical device pump is requiring an urgent update for the glucose pump sensor. The patient, a disabled veteran in a wheelchair, cannot get any glucose readings. He is currently experiencing spiking blood sugar levels and is forced to rely on frequent manual finger pricks. The patient has not slept in over 24 hours, fearing a lethal drop in sugar levels overnight. The app update on his phone has failed to clear the error message "additional steps are required," and he has remained on hold with medtronic for over 12 hours. This is a critical risk to his health and life.